Event description:
Boston scientific crm received info that this right atrial (ra) lead was explanted. The pt had developed a pericardial effusion from a small lead perforation. The field rep reported that they were unable to determine if the ra or right ventricular (rv) lead caused the perforation.